Manufacturer narrative:
The suspect ventilator user interface module (uim) was returned to vyaire and evaluated. The reported problem could not be duplicated and a conclusive root cause determined, however, a depleted coin cell battery and out of specification thermistor were found which may have been contributory causes to the reported failure.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect uim component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an intermittent blank display on this ventilator device. The customer determined the most likely cause of the reported event was associated with the user interface module. The customer stated no patient involvement was associated with this event.